Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
It was reported that surgeon heard from another surgeon that a synpore orbital floor implant had to be removed post operatively because it deforms or curls up. No other information could be obtained. This report is for an unknown synpore implant. This is report 1 of 1 for complaint (B)(4).